Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm no delivery. Customer experiencing high blood glucose due to bent cannulas. Customer has been using manual injections. The current blood glucose reading is 172 mg/dl. Customer stated that the blood glucose reading was over 700 mg/dl over the weekend. The insulin pump did not alarm no delivery. Nothing further reported.